Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, it was noted that blood/body fluid was found on all conductors (not obstructed).

Event description:
It was reported that the lead was attempted and not used due to threshold measurements, muscle/nerve stimulation and the anatomy of the patient. No patient complications have been reported as a result of this event.